Event description:
Pt reports a case of lymphoma on the bifs questionnaire. Allergan has made several calls to the diagnosing physician's office to gather additional info about the type of lymphoma and the relatedness. To date, we have not received any further info or confirmation of the pt's diagnosis. This report is for the pt's right side breast implant. MFR report number for the left side breast implant is 2024601-2011-00923.

Manufacturer narrative:
(B)(4). Device labeling reviewed: there were no reported events of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants.